Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this. A call was placed to technical services on (B)(6) 2017 stating that the ra lead underwent an MRI procedure. The physician was dr.(B)(6) at (B)(6) medical group . No known facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).